Manufacturer narrative:
(B)(4).

Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has previously caused or contributed to pt injury. Device issue: stent dislodgement. It was reported that after diagnosis, the physician chose to implant a promus stent in the da artery. The guide wire was advanced through the stent without issue, however, the stent dislodged from the stent delivery catheter shaft while being advanced through the hemostatic valve. The stent dislodgement occurred outside the pt anatomy. The device was removed and a new promus stent delivery system was used in the procedure without issue. No additional info provided. You are receiving this MDR report from abbott vascular because boston scientific corp distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.